Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Cardiac tamponade was confirmed after completion of the procedure, two hours after the patient returned to the ward. Decrease in blood pressure and decrease in level of consciousness were found. The echocardiography revealed cardiac tamponade. Pericardial drainage was performed. After drainage, both blood pressure and consciousness were improved. The patient required extended hospitalization and spent two nights in the intensive care unit (ICU) and after that, the patient condition had no problems. Patient improved. No abnormalities observed during use of the product. Transseptal puncture was performed. Ablation had already been performed when the tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 30w/8ml. Physician's opinion on the relationship between the event and the product was that since venous blood was drained, the physician considered the catheters placed in either cit or rv were the suspected device. Physician's opinion on the cause of the adverse event is that it patient condition related, as the patient's breathing was unstable as he had sleep apnea syndrome.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31276742l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).